Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number: unknown, information not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon found lens broken during the injection, resulting in that the surgery couldn't be performed. The surgeon immediately replaced with other lenses. The surgery went smoothly. No further information available.

Event description:
It was reported that surgeon found lens broken during the injection, resulting in that the surgery couldn't be performed. The surgeon immediately replaced with other lenses. The surgery went smoothly. Additional information provided the model and serial number of the lens. No further information available.

Manufacturer narrative:
Additional information received provided the model and serial number of the lens. The following sections have been updated accordingly: section d4: model number: zcb00. Section d4: catalog number: zcb0000230. Section d4: serial number: (B)(6). Section d4: expiration date: dec 19, 2028. Section d4: unique device identifier (UDI #): (B)(4). Section d9: device available for evaluation: no. Section d9: returned to manufacturer on: no. Section h3: device evaluated by manufacturer: no. Product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the complaint issues occurred during manufacturing; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Section h4: device manufacture date: dec 19, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.